Manufacturer narrative:
Investigation is on-going, so f/u reporting to this MDR will be provided to FDA upon completion.

Event description:
After removing a helmet from the machine and carrier, the customer was lowering the helmet changer in preparation for picking up the next helmet, the changer-lifter (without a helmet attached) suddenly dropped to the helmet from the mid point of its downward motion resulting in a bang.